Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had quite a few low voltage alarms. The log files contained a series of loss of external power events while connected to the mobile power unit (mpu) on (B)(6) 2025. The low voltage hazard events were the result of slow discharge of the mpu capacitors when they suddenly loose power. The system controller switched appropriately to the emergency backup battery when external power was lost. No other system controller alarms or any other abnormal pump stops were seen in the log files. The equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the submitted log files. On (B)(6) 2025 at 11:10:02, the log file captured low voltage hazard and power cable disconnect alarms while connected to the mobile power unit (mpu) the alarms were due to the relative state of charge (rsoc) voltage decreasing below the alarm thresholds. This is consistent with a loss of power to the mpu. The alarms resolved at 11:10:05 when power was restored to the unit. A similar sequence of events occurred from 11:10:41-11:10:45 and 11:10:58-11:11:01. The no external power events did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The provided information indicated the ac power cord did not come loose from either the wall outlet or back of the unit and there were no reported environmental circumstances that would have affected ac power at the time of the event. It is unknown if the mpu had a v-lock connector on the ac power cord in use at the time of the event. Multiple attempts were made to obtain additional information regarding if the mpu will be returning; however, to date, no product has been received. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 02feb2024. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage hazard and power cable disconnect alarms. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient was unsure if the mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or back of the unit. There were no environmental circumstances that would have affected the ac power at the time of the event. The mpu was not exchanged or removed.